Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk ICD, (B)(6) 2012; 439688 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed an infection with positive blood cultures. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis of the returned lead was performed and no anomalies were found.